Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in a (B)(6) female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, the same day after starting essure, the patient experienced complication of device insertion ("only one essure coil successfully placed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("excessive rashes") and alopecia ("hair loss"). The patient was treated with surgery to remove essure, fallopian tubes, cervix and uterus on (B)(6) 2016. Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, abdominal distension, dyspareunia, rash and alopecia had not resolved and the complication of device insertion and menorrhagia outcome was unknown. The reporter considered pelvic pain, complication of device insertion, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, dyspareunia, rash and alopecia to be related to essure. The reporter commented: patient was required to return to the hospital four days after her initial procedure to have both of fallopian tubes tied, keeping her one essure coil within her fallopian tube. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 2 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (surgery to remove essure, fallopian tubes, cervix and uterus) other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Meddra llc: complication of device insertion. Most recent follow-up information incorporated above includes: on 22-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 2 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (surgery to remove essure, fallopian tubes, cervix and uterus). Other nonserious events were reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.